Manufacturer narrative:
H2) additional information: see b5. H3) software files have been received by the manufacturer. However, analysis has not been completed at the time of filing. Additional information was received regarding the system checkout. It confirmed that the system checkout included a demo exam in which testing navigation went great. There were no accuracy issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was suspected that the perc pin placement was not ideally placed. It was noted that the surgeon was new to the navigation system.

Manufacturer narrative:
D9/d10: sw kit 9735740 stealth s8 spine, version 1.0.2 h3/h6: a software investigation was initiated for this event, reviewing logs did not provide any insight into the cause of this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot: n/a, version: (B)(4). A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. Patient information was requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the site's system had a 1-2mm inaccuracy during a minimally invasive spine case. The site used the imaging system's automatic navigation with a 150mm percutaneous pin patient reference frame that was outside of the drape during registration. The surgeon verified accuracy and began navigation, but after a jamshidi needle and drill were used in the field to place pedicle screws, the navigation was noted to be off by 1-2 mm. The surgeon also noticed a csf leak from a medial breach. At that time, the surgeon aborted navigation and finished the surgery with just the imaging system's guidance. It was noted by the surgeon that they did not verify accuracy because the anatomical points were not exposed, due to the procedure being a percutaneous case. The procedure was delayed by 30 minutes.